Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the arterial blood collection device did not have a piston, therefore, the device was replaced. No patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 9617032-2024-00645 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the arterial blood collection device did not have a piston, therefore, the device was replaced. No patient impact.